Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reported clarified that the event occurred during pre-surgery. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the coupling head was loose. Therefore, the reported condition was confirmed. It was determined that this was due to loctite degradation from repeated sterilization and normal use over time. The assignable root cause was determined to be wear from normal use. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Event description:
It was reported that the electric pen drive device was broken. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however was reported to have occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.